Manufacturer narrative:
The customer returned the transformer. Engineering visually examined the transformer and observed that there was significant deformation and a hole measuring 2.4 mm in diameter in the outer housing. The plastic was melted and the end of a wire was sticking out. There was an odor around the hole that was similar to an odor from hot electronics. A kink in the cord at the strain relief was also observed. The resistance across the ac blades was tested and it was an open circuit, which indicates that the transformer got hot enough to blow the internal thermal fuse. The resistance across the dc plug was measured and it had a value of approx 1.5 ohms, which indicates that there was a short in the cord. Part of the strain relief and the outer insulation were removed at the area of the cord that was kinked. It was observed that the inner insulation between the positive and negative wires had been broken. The break in the insulation is the root cause for the short and a short could cause an increased current draw which could cause the transformer to heat up. (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that she smelled something burning and when her husband walked into the room she asked him to check the pump. When he went to unplug the pump's transformer from the wall, he noticed that it was hot. She reported that the transformer had started to melt on the side but that there was no fire or sparks. She also indicated that no on e was hurt or burned.